Manufacturer narrative:
The customer reported problem was confirmed by troubleshooting with the customer over the phone. An incorrect serial number was provided therefore a review of the device history record cannot be performed.

Event description:
Customer reported a check IV set error on 8100 unit. There was no patient involvement.